Manufacturer narrative:
The device in this report was not returned to olympus for evaluation. A review of the instrument history indicated that the device has not yet been returned to olympus for service ever since the user facility purchased the device on (B)(4) 2000.

Event description:
Olympus was informed that the user facility was not reprocessing the rhino-laryngo fiberscope in accordance with the directions for use. The user facility was not leak testing and not performing high level disinfection. An olympus endoscopy support specialist has provided in-service training to the facility staff and reviewed the appropriate reprocessing of the rhino-laryngo fiberscope. No pt infection or cross-contamination was reported.